Manufacturer narrative:
(B)(4). Additional information provided: penrose drain was placed, and the patient¿s status is stable now. Purpose of current use of arista: in endoscopic thyroid surgery, it is superior to focus on the local area, but it is difficult to observe the entire surgical field. During thyroid surgery, oozing from the internal carotid artery and the surrounding area is stopped during surgery, but there is a risk of bleeding due to peeling off of the sealing after surgery. Therefore, arista was sprayed over the entire surgical field, and the wound was closed without washing. Result of confirmation of the contents of the package insert: in this surgery, cleaning was done, but it was lightly washed off and suppressed with gauze, so cleaning may have been less. [Current status of the patient] the patient is in the hospital. [Progress] it¿s currently being confirmed. [Health injury details] swelling and bleeding of the neck after surgery. [Treatment details] unk. [Seriousness] serious. [Reason of the seriousness] there is a possibility of re-operation. This is an incident level 3 or 4. [Surgeon¿s opinion about casual relationship between product and event] yes, there is. [Surgeon¿s comment] when the drain was checked, it was found that powder was clogged. [Other contributing factor] cleaning was insufficient compare to proper use. Further details are not provided from the hp. No sample will be returned. The clogged drain tube was removed, and penrose drain was inserted, and follow-up observation is being performed. Considering the possibility of postoperative haemorrhage from a site not adequately confirmed in the operative field, sufficient cleaning was not performed after using the product. Please clarify, which was the hemostatic powder used during surgery: surgicel powder or arista? Before the product was used, a hemostatic agent called arista was used. Arista 1 g was sprayed, and the wound was closed without washing. The product was used for the first time this time, and all 3 g was sprayed into the operative field. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date? What date did the drain system failed? What is the product code and lot number of the blake drain which was found clogged? Did the patient need re-operation? Please clarify when and how was the penrose drain placed on the patient? Was the penrose drain placed surgically? Was there any medical or surgical intervention to treat the post-op bleeding? Is the damaged/clogged drain available to be returned for evaluation? If yes what is the device return status? What is the most current patient status? Concomitant product arista. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total thyroidectomy on (B)(6) 2022 and a drain was used. During procedure, the product was used before wound closure. After washing after spraying, a drain was placed under subcutaneous neck, and then the wound was closed. In the ICU, it was found drainage could not be done. There was swelling when the neck fixation was removed. The entire drain groove was clogged with black discolored. It was noted arista 1 g was sprayed, and the wound was closed without washing. Another drain was placed, and the patient¿s status is stable now. No product to be returned. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Were there any intra-operative complications? If so, what were they?=>not reported. Where was the tip of drainage tube located?=>subcutaneous tissue of neck. How was the drain secured?=>unknown. What was the date of first activation?=>(B)(6) 2022. How was the product function verified following the first activation? =>unknown. Who monitored the drainage and how often?=>unknown. Date when was the malfunction first noted? =>unknown. What date was the penrose drain replaced?=>(B)(6) 2022. Did it require a 2nd surgical procedure?=>it has potential lead to reoperation. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure=>unknown. Date and name of index surgical procedure?=>date was ?=>(B)(6) 2022.thyroidectomy. The diagnosis and indication for the index surgical procedure? =>unknown. Were any concomitant procedures performed? =>unknown. What symptoms did the patient experience following the index surgical procedure? Onset date?=>neck swelling and bleeding after surgery. Other relevant patient history/concomitant medications?=>unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event?=>this time, the wound was washed, but it was washed lightly and was pressed with gauze, so the washing may have been insufficient. What is the patient's current status?=>the patient is in the hospital if applicable, will product be returned? If so, please provide the return date and tracking information.=>no sample will be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report

Manufacturer narrative:
(B)(4) additional information has been requested and received. Product code and lot number?:product code was 3013sp, lot number is unknown. Will product be returned? If so, please provide the return date and tracking information.:no sample will be returned. Product code was 3013sp, lot number is unknown. In prior responses-you mentioned that arista /competitor product was used not surgicel. Please clarify if surgicel or arista was used in this event? It was meant that not arista but only surgicel powder was used in this case. Arista was the product used in previous cases at this hospital. Related events captured via mw # 2210968-2022-07873 and mw# 2210968-2022-09295 . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4) corrected data: void of concomitant product arista. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.